Manufacturer narrative:
Final analysis found that the insulation was abraded at 28.3 cm to 29.2 cm from the distal end, exposing the outer coil, due to friction with device can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise and low impedance. The lead was explanted and replaced on (B)(6) 2013.